Event description:
Reportedly during a device replacement both leads were disconnected from the old device and re-connected to the subject pacemaker. The ventricular lead was connected to the new pacemaker and disconnected again for additional lead measurement. This second disconnection failed, since during pulling out of the v-lead connector, the pin of the lead connector remained in the pacemaker connector block although the appropriate screw has been released before pulling out the lead connector. After the lead connector has been pulled out, there was a wire visible, which made a connection between connector pin of the lead, still inside the pacemaker v terminal block and the remaining lead connector in the hand of the physician. This wire has been cut to continue the procedure. The v lead with the destroyed connector has been isolated and an additional, new lead has been implanted to replace this lead. The subject pacemaker with the lead pin still inside the connector (available for analysis) was replaced by a new device

Event description:
Reportedly during a device replacement both leads were disconnected from the old device and re-connected to the subject pacemaker. The ventricular lead was connected to the new pacemaker and disconnected again for additional lead measurement. This second disconnection failed, since during pulling out of the v-lead connector, the pin of the lead connector remained in the pacemaker connector block although the appropriate screw has been released before pulling out the lead connector. After the lead connector has been pulled out, there was a wire visible, which made a connection between connector pin of the lead, still inside the pacemaker v terminal block and the remaining lead connector in the hand of the physician. This wire has been cut to continue the procedure. The v lead with the destroyed connector has been isolated and an additional, new lead has been implanted to replace this lead. The subject pacemaker with the lead pin still inside the connector (available for analysis) was replaced by a new device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. Review of operative notes indicate that the patient was revised due to pain, instability and failed left knee. Also, it was discovered that there were significant areas where the cement had not completely bonded to the bone, leading to possible instability/loosening. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.